Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two reports as two separate events occurred. See medwatch #2210968-2006-00675 and # 2210968-2006-00676 for both reports. The same pt is represented in both reports. It cannot be determined if the same suture is involved in both reports.

Event description:
Customer reports, pt presented with bleeding ten days following hysterectomy. The pt was returned to surgery for repair. The attending surgeon commented that there was no suture present at the site of the bleeding.